Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation.(B)(4).

Event description:
The customer reported while using the avea ventilator, the fio2 is out of range. The customer stated he changed the o2 cell but could not balance the regulator in to specs. The customer reported there was no patient involvement associated with this event.